Event description:
An adhesive issue was reported via webform with the adc sensor by the customer. The sensor prematurely detached (unspecified reason) after one (1) day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced loss of consciousness and/or seizure/convulsion; however, they were able to self-treat and there were no reports of the customer receiving treatment from a health care professional (hcp) or third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history records) for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the unit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h-10 was incorrectly documented in the previous initial report.

Event description:
An adhesive issue was reported via webform with the adc sensor by the customer. The sensor prematurely detached (unspecified reason) after one (1) day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced loss of consciousness and/or seizure/convulsion; however, they were able to self-treat and there were no reports of the customer receiving treatment from a health care professional (hcp) or third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.